Manufacturer narrative:
Reported event: an event regarding infection and disassociation involving a metal head mated with an accolade stem was reported. The event of disassociation was confirmed by medical review. The event of infection was not confirmed. Method & results: device evaluation and results: visual inspection of the received image of the device noted the device was covered with blood stains. Dimensional, functional and material analysis could not be performed as product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant was rejected stating : "provided x-ray does not confirm the reported event but notes head disassociated and the trunnion is worn. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." Device history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: it was reported that the patient's left hip was revised after patient complaint of pain. Intra-operatively, excessive black tissue, significant trunnion wear, and corrosion were noted. Surgeon also suspected infection. Visual inspection of the received image of the device noted the device was covered with blood stains. A review of the provided medical records and/or x-rays by a clinical consultant was rejected stating, provided x-ray does not confirm the reported event but notes head disassociated and the trunnion is worn. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Intra-operatively, excessive black tissue, significant trunnion wear, and corrosion were noted. Patient's entire hip construct was removed and a spacer was placed as the surgeon also suspected infection (infecting microorganism not reported to rep).

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding revision. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Intra-operatively, excessive black tissue, significant trunnion wear, and corrosion were noted. Patient's entire hip construct was removed and a spacer was placed as the surgeon also suspected infection (infecting microorganism not reported to rep).